Manufacturer narrative:
The lot of the device used in the reported event was not provided, therefore we were unable to review the lot manufacturing records. The hospital retained the particle for analysis and to date we have not received the results. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(6) stated that a very small, plastic looking particle was observed by dr (B)(6) during the irrigation/aspiration phase of a cataract procedure. The particle was removed from the eye and sent for independent analysis by the hospital. There was no report of injury or consequences to the patient.